Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30mg/dl due to needing settings adjustments. Customer consumed carbohydrates to address low bg. Tandem technical support advised the customer to consult their healthcare provider to review settings and make adjustments.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.